Event description:
It was reported the patient's blood glucose level rose to between 200 to 300 mg/dl while wearing the pod between 36 and 48 hours. The patient alleged leaking and adhesive issues with the pod while on vacation. They confirmed that the cannula appeared to have inserted properly with the pink sensor indicator showing, but they also noticed air bubbles and slight bending in the cannula upon removal. The patient stated that they rotate the insertion site between their abdomen and buttocks. The exact incident date was unknown since the patient was on a 2 month vacation. No alarms or alerts were reported. No treatment was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.